Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results with 3 patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. Two samples initially generated a positive result for sars-cov-2. One sample initially generated a positive result for influenza a. Repeat testing on a different platform (cepheid) generated negative results. It is unknown if the same samples or new samples were collected for the repeat testing. The initial cobas liat positive results were reported to the patient and/or medical personnel treating the patient. No harm or injury indicated, to date. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Manufacturer narrative:
Although the root cause cannot be identified with the available information, the discrepancy between the liat and the cepheid assays for samples 1 and 2 may be due to differences in sensitivities and detection technologies. While for sample 3, the result is likely due to having a viral load near the test¿s limit of detection (lod). Note that wavering results may occur for samples near or below the test¿s lod. There is no related internal non-conformances identified. The alleged lot 20307l was previously tested and no product problem was identified.